Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they replaced the o2 (oxygen) sensor from their stock and that they have discarded the defective o2 (oxygen) sensor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the sipap (synchronized inspiratory positive airway pressure) had a faulty o2 (oxygen) sensor. The unit was set to 90% o2 (oxygen) but the monitored value only reached 70% o2 (oxygen). The unit also alarmed low o2 (oxygen). The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.